Event description:
Right arm painful and cold since 12.00-cool and pulseless. Initial attempts to perform an angio via left groin showed common iliac artery occlusion. Procedure was subsequently performed via left brachial artery. Attempt to remove left femoral catheter and place vaso-seal resulted in "knotted" guidewire. Attempt to remove guidewire resulted in core of guidewire breaking, leaving a portion of the wire in the artery. This necessitated surgery for removal.